Event description:
When pacing was selected on this defibrillator, it failed. The defib was being set up for an asystole pt who had arrived in the ER. The unit was attached to the pt via cables, and the pacing option was selected. It failed immediatley and the nurse setting up the defibrillator immediately changed defibrillators with another device of the same make, and the pacing functioned properly. This failure is the ninth defibrillator out of the purchase of sixty-nine rptr purchased this year. The previous eight failures were all discovered during daily/shift checks or while performing quarterly preventive maintenance. Of the eight failures, three required new power supply boards, three required control boards and one a new defibrillator paddle assembly. The eighth had a problem that required reseating all the plugs/cables in the unit and it functioned properly. Co evaluation of the defibrillator that failed when pacing was selected, indicated that the pacer board output wire was not completely connected. Once this was connected, the pacer functioned properly. Co will file a malfunction medical device report (MDR) with the FDA on this failure. In addition, a recommendation was made to the user to incorporate the pacer functional test, as described in the user's guide into their routine daily defibrillator checks. This particular unit was one of a large order for 69 similar units. Within that group of defibrillators there have been eight other failures reported to or found by co. These were all found during the initial set-up or during subsequent routine testing. No pts were involved. Of the eight failures, four pc boards and one paddle set were returned to co qa dept. Of the five components, three tested normally with "no trouble found." The remaining two did suffer failures, but of different types. Based on the reported pacer mode failure and the history of eight other failures, it was decided to have a factory team visit the customer site for a thorough examination of all 69 units to verify whether or not a consistent problem existed in this group of defibrillator. All 69 defibrillators were checked for proper interconnect cable latching, calibration of defibrillator and pacer outputs, and tested for electrical safety. Based on these tests, all units are functioning properly and have been put back into svc. Co believes that this complaint has been addressed to the satisfaction of the user facility.